Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting two false negative results during immediate spin crossmatch using the mts buffered gel cards. According to customer, facility was performing correlation studies between tube method and buffered gel cards tested on provue. Customer stated testing was performed using mts buffered gel cards lot # 030615004-02, exp 1/21/16 and mts diluent 2+ with crossmatch testing on provue included 1 sample and four donors. Patient was b-positive, while the donors had different types that included group o, rh positive, group a, rh positive, group b, rh positive and group ab, rh negative. Customer performed crossmatch test using manual gel method, and with group a donor cells and b positive patient plasma, customer stated that the is -crossmatch was negative. Issue started on: (B)(6) 2015; reported (B)(4) 2015 error occurred during: immediate spin x-match customer is reporting incident for documentation. However, concerned that is-crossmatch is failing to detect abo incompatibility.